Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported customer alleging possible pump over delivery. The customer¿s blood glucose was 2.3 mmol/l at the time of incident and other blood glucose value was 6.8 mmol/l. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The reservoir will be returned for analysis.